Event description:
It was reported that anterior xia surgery was performed and t11-l4 was fixed. During a post operation follow up it was noticed that the rod broke and the revision surgery was performed.

Manufacturer narrative:
No product malfunction related to the reported event was found with this product.

Event description:
It was reported that anterior xia surgery was performed and t11-l4 was fixed. During a post operation follow up it was noticed that the rod broke and the revision surgery was performed.